Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol ventralex st (device #1). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and ventralight st on (B)(6) 2016 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex st and ventralight st on (B)(6) 2016 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2017 and/or (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of ventralex st mesh (device 1). Per operative notes, ¿a supraumbilical incision was made into the midline. The hernia sac was dissected out. A ventralex st mesh (device 1) was placed into the defect and secure it with sutures.¿ on (B)(6) 2017 - patient was diagnosed with incisional hernia, thereby underwent laparoscopic repair with explant of ventralex st mesh (device 1) and primary hernia repair. Per operative notes, ¿a small incision was made in the left upper quadrant. The hernia sac was dissected out. Previously placed ventralex st mesh (device 1) had come off from abdominal wall. Previously placed (device 1) was removed from abdomen. The defect was closed with sutures primarily.¿ on (B)(6) 2017 ¿ patient was diagnosed with recurrent ventral hernia; pain thereby underwent laparoscopic repair with implant of ventralight st w/ echo mesh (device 2). Per operative notes, ¿a small incision was made through previous incision. The hernia sac was dissected out. A ventralight st w/ echo mesh (device 2) was placed into the abdomen and secure it with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-aug-2017) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, d.6a, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). This supplemental emdr represents the bard/davol ventralight st w/ echo mesh (device 2). An additional supplemental emdr was submitted to represent the bard/davol ventralex st mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.